Manufacturer narrative:
Ischemia/ tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary edema/ hematuria: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the patient experienced multiple clinical issues, including ischemia, pulmonary edema, and tachycardia with recurrent ventricular tachycardias. Laboratory values showed an elevated partial thromboplastin time, elevated lactate, and later the development of bloody urine. Over time, clinical evaluation indicated no ongoing signs of hemolysis, and hemoglobin stabilized after transfusion of two units of packed red blood cells. Repositioning of the impella, fluid administration, and adjustment of anticoagulation therapy were discussed. The patient was subsequently escalated from impella cp to impella 5.5 for continued hemodynamic support. Ultimately, the patient was successfully weaned from impella support.